Event description:
It was reported that biomed stated they recently replaced the mixing pump on the device for issues with cooling. Biomed placed it in manual mode and warmed it up to the max with no issues. Biomed now has it set to cool to 4c in manual mode and it was not cooling past room temperature. The lowest it has gotten was 29c. Tech support spoke with biomed 25oct2022, device was not cooling, chiller temperature (t4) was not dropping, biomed already ordered mixing pump and replaced because chiller tank was not filling but the issue was still present. Biomed checked connections now. Per information via work order on 27oct2022. Since the arctic sun device was still not cooling after the mixing pump was replaced, the device was coming in for assessment. The chiller did not appear to be turning on or cooling. Per sample evaluation results received on 21dec2022, the root cause of the reported issue was a failed chiller unit. It was stated that the arctic sun device was primed to fill. It was stated that the all-tank tubing was expanded and required replacement. It was noted that the tank tubing was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed as it was noted during decontamination that the unit needed to be primed to fill. The circulation pump was serviced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that biomed stated they recently replaced the mixing pump on the device for issues with cooling. Biomed placed it in manual mode and warmed it up to the max with no issues. Biomed now has it set to cool to 4c in manual mode and it was not cooling past room temperature. The lowest it has gotten was 29c. Tech support spoke with biomed (B)(6) 2022, device was not cooling, chiller temperature (t4) was not dropping, biomed already ordered mixing pump and replaced because chiller tank was not filling but the issue was still present. Biomed checked connections now. Per information via work order on (B)(6) 2022. Since the arctic sun device was still not cooling after the mixing pump was replaced, the device was coming in for assessment. The chiller did not appear to be turning on or cooling. Per sample evaluation results received on (B)(6) 2022, the root cause of the reported issue was a failed chiller unit. It was stated that the arctic sun device was primed to fill. It was stated that the all-tank tubing was expanded and required replacement. It was noted that the tank tubing was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.